Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2012. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that patient underwent removal and excision of exposed vaginal mesh, anterior colporrhaphy and repair of anterior cystocele on (B)(6) 2012 due to severe dyspareunia. It was also reported that patient underwent placement of pubovaginal sling with autologous rectus fascia graft and cystoscopy on (B)(6) 2012 due to mixed incontinence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced incontinence, and urgency. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted concurrently with placement of pubovaginal sling, autologous pv sling and cystoscopy due to stress urinary incontinence. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2012. It was reported that patient underwent removal and excision of exposed vaginal mesh, anterior colporrhaphy and repair of anterior cystocele on (B)(6) 2012 due to severe dyspareunia. The patient experienced severe pain during intercourse.